Event description:
It was reported that a button on the insulin pump was not responding. Customer's blood glucose was not known. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump buttons all responded properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.